Manufacturer narrative:
After battery installation, device powered up to a blank display with the red notification light flashing and the vibrator vibrating. After swapping out electrical board with a known good electrical board, the device powered up normally. The blank display is isolated to electrical board. Unable to perform displacement, and self tests due to the blank display. After power up using the known good electrical board, however, the down keypad button did not work. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had intermittent response by all buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.